Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Model number/catalog number: sc-2317-50, serial number: (B)(4) , batch/lot number: 5151774, model/catalog description: infinion cx lead kit, 70cm. (B)(4).

Event description:
It was reported that following patients non-device related surgery the patients leads have been damaged causing high impedances. The patient underwent a revision procedure wherein leads were replaced and patient was doing well postoperatively. The explanted leads were discarded.